Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer.the manufacturer found indeterminate brown contaminant on external face of bottom enclosure, grey dust-like contaminants inside top enclosure, indeterminate white and grey dust-like particles around air inlet of blower box, insect and hair-like object inside bottom enclosure, white hair-like objects on top of blower. The manufacturer also found indeterminate black and red particles in bottom of blower box, small defect within plastic of side of blower box, evidence of liquid ingress on bottom of blower and within blower box, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The device's downloaded event log was reviewed by the manufacturer and found no error logged.the device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms the presence of various contaminants and signs of water ingression within the airpath, which is likely of external origin and not consistent with originating from a device failure. In the initial report b5 was mentioned incompletely, which should have been- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of black particles. The patient also alleged symptoms of headaches, stomach issues, and vomiting. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.